Manufacturer narrative:
The device was returned to mmdg, where the failure to deliver complaint was investigated. The device passed all functional and flow testing. Mmdg was unable to confirm any failure of the device. A review of the pump history was also conducted. Multiple no flow out alarms were found in the pump history.

Event description:
The initial reporter states that the "bag is full, even though the pump is running." An mmdg clinician followed up with the initial reporter. They stated that there was a delay of therapy of three or four hours. They also reported that the patients parents did not attempt supplementation, and that there was no adverse events or need for medical intervention. (B)(4).